Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head; (B)(4).

Event description:
It was reported that the programmer generated an "overheating" message and that it was slow to boot up. The programmer was returned for service. It was indicated that there was no patient impact as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.